Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the initial report and is not applicable for this device. Manufacturer¿s investigation conclusion: the reported event of a severed patient cable was confirmed. The returned mobile power unit, serial (B)(6), was visually inspected showing a severed patient cable. The device did not undergo further testing as the customer did not wish to repair the device. The device will be discarded. A root cause of the reported event was not determined through this analysis. Incidental finding: damaged housing device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the yearly maintenance on heartmate (hm) 3 equipment the patient cord of the mobile power unit (mpu) had a slit through it at the proximal portion. The patient and caregiver were unsure how the slit occurred and a new mpu was provided.